Manufacturer narrative:
Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information be received, a supplemental report will be filed.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, left-sided weakness was reported. A neurological exam noted left hemiparesis and a left babinski sign. Computed tomography (CT) imaging was performed and no acute changes were noted. Magnetic resonance imaging (MRI) showed areas of acute and sub-acute infarction scattered throughout both cerebral hemispheres, most were punctuate with the largest focus seen along the right frontoparietal junction near the vertex. The physician stated the etiology of the right subcortical infarct was likely embolic. No treatment was prescribed. It was reported that the patient had a history of stroke and was treated with aspirin and plavix. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.